Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been in byte aligners for a couple of years and the inside of their mouth would get raw causing the lining to come off and their tongue would feel raw and crack. After trying numerous time to wear the aligners with no luck they spoke with their dentist who recommended that they discontinue use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.